Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint lot history check was performed on lot # 0252023 for npi needle point burred. This is the 1st related complaint for npi needle point burred on lot # 0252023. Investigation summary: customer returned a total of 14 syringes featuring 1.0ml graduation markings but no pouches for identification. All of the needles were measured within acceptable outer diameters for 30 gauge needles (0.0120 in to 0.0125 in). The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was preset. Sufficient lubricant was found on all samples. While one needle was bent, this may have occurred outside of regular use. No damage to the needles of any kind was observed. The needles were within specifications and did not feature any dullness or burrs. A review of the device history record was completed for batch# 0252923. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of burred needle points. The root cause cannot be determined at this time as the issue is unconfirmed. Based on the investigation, no additional CAPA/sa is required at this time.

Event description:
It was reported that a syringe 1.0ml 30ga 1/2in uf 10bag 500cs had foreign matter before use. The following was reported by the initial reporter: "it was reported that the consumer experienced pain when taking the injection and the needles are ripping the skin. Also, the consumer can see something in the needle tip prior to the injection. Verbatim: consumer stated, he's experiencing pain when taking injectionstated, needles are "ripping" through his skinstated, he can see something on the needle tip prior to injection25 syringes affecteddid not seek medicallot: 0252923catalog: 328411date of event: unknownsamples: yes cl"-